Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. The mtm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure the customer incurred a fault on the right master tool manipulator right (mtm) that prompted them to disable mtm. Site had a secondary surgeon side console (ssc) connected and surgeon moved to that console to continue with case. No troubleshooting performed but the intuitive surgical, inc. (Isi) technical support engineer (tse) advised power cycling and hard cycling. Isi received the following information from the customer: the customer stated she had no information about this complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was run, error was removed once axis 3 counterbalance pot was tested on mtm. Once testing was completed, the mtm was tested and was verified to be the source of the fault. The probable root cause is attributed to an electrical issue with the counterbalance potentiometer from axis 3 located within the mtm2.